Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The caller reported the patient had not been able to charge their implanted neurostimulator for a couple of months. They got a new recharger but it would not charge. The agent advised the caller to reset the equipment and worked with the caller to remove the battery pack and plug the controller into the ac power supply. The caller confirmed the controller turned on. The caller put the battery back in and confirmed the green light was blinking on the controller. The caller unlocked the controller and reported seeing: no device found, reposition the charger. The caller unplugged the charger and reported the screen went blank. The caller plugged the controller back into the wall and would see if the controller charged in the next few hours and call back if the issues continued. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.